Manufacturer narrative:
The patient sample was collected in edta and analyzed within 2 hours of collection. Qc was within the established ranges. Flagging preferences are set to [3301], where blasts and variant lymph are set at high level, imm ne 2 is set to low level, and imm ne 1 is set to off. Raw data analysis provided the following: the repeat run has immature band and blast flags at all flagging sensitivity levels. The neutrophil population shows elongated shape on the df1 view on dc. The initial run shows a less elongated population and it is also tilted clockwise. Because of this, the pattern is not significant enough to set a blast flag at all setting. There was no service dispatched for this event. Root cause per raw data analysis is that the pattern is not significant enough to set a blast flag at all sensitivity settings.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a blast result generated by coulter lh780 hematology analyzer that did not flag for one patient sample. The erroneous result was not reported out of the laboratory. The same specimen was analyzed on the following day per the oncologist request, generating ly blasts and dimorphic reds instrument generated flags. The manual differential revealed blasts. There was no death, serious injury, or effect to patient treatment associated with this event.